Manufacturer narrative:
Continuation of d10: 419688 lead implanted: (B)(6) 2011, dtpa2d1 crt-d implanted: (B)(6) 2024, 407652 lead implanted: (B)(6) 2011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with a pocket site infection, mild discomfort, warmth at device site, wound dehiscence, erosion, redness, and fluid discharge. A chest x-ray showed diffuse interstitial opacities and prominent vasculature that were likely pulmonary edema. Cultures indicated that mold pelim exophiala was the organism responsible for the infection and growth was noted on both leads. Oral and intravenous antibiotics were administered. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. It was noted that during the explant procedure, the right atrial (ra) lead crumbled during extraction. A wound vac was applied, and the patient was placed on a life vest. The patient is a participant in a clinical trial. No further patient complications have been reported as a result of this event.